Event description:
Related manufacturer reference number: 2017865-2022-22368, related manufacturer reference number: 2017865-2022-22370. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was patient deceased. As received, a partial lead (connector portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.